Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
During routine preventative maintenance testing by physio-control, the device failed to deliver shock. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control evaluated the customer's device and duplicated the reported issue. Physio found that a nickel oxide film can build up on the shock switch, increasing the resistance and causing a failure of the device to deliver defibrillation energy. Physio replaced the device's main keypad to resolve the reported issue, and performed other unrelated repairs. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue was excessive (out of tolerance) resistance of the shock switch located on the main keypad assembly

Event description:
During routine preventative maintenance testing by physio-control, the device failed to deliver shock. There was no patient use reported with the event.